Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection that the evis exera iii xenon light source exhibited a sticky power switch. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction confirmed. Based on the results of the investigation, it is likely that a power supply switch failure led to the malfunction. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.